Manufacturer narrative:
Other, other text: additional information: d5this MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual andfunctional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If theproduct is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected information: e4, h6

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump alarm was going off. The alarm message was no disposable, clamp tubing. Advised to clamp the tubing and ensure cassette was properly attached to pump. When the cassette was removed damage around where the blue tab is pulled off was noted. The cassette was discarded and mixed another one. The new cassette was running fine on pump. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Reported product fault occurred while in use with the patient but did not cause or contribute to a patient injury. The patient had a backup device and was able to successfully receive the infusion.